Event description:
It was reported that the customer's insulin pump display went blank, it would not power on, and she could not remove the battery cap. Customer's blood glucose was 135 mg/dl. Troubleshooting could not be performed for the blank display, due to the inability to remove the battery cap. The customer was advised to discontinue use and revert to a back-up plan. Nothing further was reported.

Manufacturer narrative:
The insulin pump power up properly after the battery was installed. The device was received with operating currents within specification. The device was monitored and no blank display anomalies were noted. The device was received with broken battery cap. The device had cracked case at display window corners, case at reservoir tube window corners, broken reservoir tube lip, broken battery tube threads, and stripped battery cap coin slot.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.